Event description:
The user facility reported to terumo cardiovascular that they received expired oxygenators.

Manufacturer narrative:
Terumo has not received the actual device for eval, thus referenced eval codes in h6. Terumo will submit a f/u report once the device is received and evaluated. (B)(4).